Manufacturer narrative:
The ge service rep removed and replaced the batteries. They checked the system resolution and verified that the system made film shots error free. The rep checked and verified the system monitor brightness/contrast is adjusted to max. He recommend replacing the monitor. The monitor was no longer available from ge oec due to system age and system end of life. The customer is to follow up and replace monitor.

Event description:
The customer reported the system displayed poor image quality. There was a problem with the brightness/contrast control. The x-ray overtime during film exposure. They received an exposure rate of 30% higher than typical when using the automatic brightness control.